Event description:
Customer called to report that she lost her meter and stated that her blood glucose was 36 mg/dl. Paramedics were called and the blood glucose was 289 mg/dl when the paramedics arrived and she was hospitalized. Customer stated that she gave herself 16 units prior to hospitalization. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.